Manufacturer narrative:
H6: investigation summary the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is confirmed. Issues are related to original bd sars-cov-2 assay design. Issues are resolved with new assay kit and udp configuration. The root cause is unknown. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. The instrument met all acceptance criteria prior to release from manufacturing. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation. CAPA 1632720 is pending approval for investigation of "results" issues.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Multiple attempts were made to obtain additional information. A supplemental MDR will be filed if more information becomes available.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Multiple attempts were made to obtain additional information. A supplemental MDR will be filed if more information becomes available.